Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of undersensing were observed on the device and the egms did not display. The device was reprogrammed to resolve the event and the patient was stable.